Event description:
It was reported to tyco kendal healthcare that a needle broke off in a pt's iliac crest. The outer metal sheath disconnected from the handle. The inner sheath with the snare came out with the handle.